Event description:
E-scopic vein harvest was started by user and the port of the insufflation was occluded. Instrument was removed. It was discovered that the tip of the vasoview instrument was burnt. FDA safety report ID# (B)(4).